Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure / device implantation? Were there any intraoperative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? If re-operation: - please provide the date - what were the findings on reoperation? - was the exposed mesh was excised - were any deficiencies or anomalies noted with mesh device? - are there any pictures available for evaluation? Product code and lot #? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced vaginal mesh exposure. The mesh exposure was excised. Additional information has been requested.